Event description:
The biomedical engineer (bme) reported that the multigas unit displayed "gas line block" and "gas device error" messages while in patient use. No reports of patient harm.

Manufacturer narrative:
The biomedical engineer (bme) reported that the multigas unit displayed "gas line block" and "gas device error" messages while in patient use. No reports of patient harm. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the multigas unit: bedside monitor (bsm): model #: mu-651ra. Serial #: (B)(6). Device manufacturer data: 10/16/2020. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the multigas unit displayed "gas line block" and "gas device error" messages while in patient use. No reports of patient harm. Investigation summary: the device was returned to nihon kohden for evaluation and repair. The reported issue was duplicated, and the cause was determined to be pump failure after it had accumulated over 14,000 hours of use. The unit performed to manufacturer's specifications after pump replacement and was returned to the customer. A review of the device's complaint history by serial number reveals no similar issues. Nihon kohden will continue to trend and monitor. A significant trend has not been observed that would warrant any further corrective action. Nihon kohden will continue to trend and monitor. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the multigas unit: bedside monitor (bsm): model #: mu-651ra. Serial #: (B)(6). Device manufacturer data: 10/16/2020. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: not returned. Additional information: b4. Date of this report. G3. Date received by manufacturer. G6. Type of report. H2. If follow-up, what type? H3. Device evaluated by manufacturer. H6. Event problem and evaluation codes. H11. Additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the multigas unit displayed "gas line block" and "gas device error" messages while in patient use. No reports of patient harm.